Manufacturer narrative:
Kept by pathology department.

Event description:
Revision surgery. Dislocation of a morbidly obese patient. Due to the patients obesity the surgeon didn't notice the screws were not fixed properly and the liner never got into its place; it caused the dislocation.

Manufacturer narrative:
The reason for this revision surgery was the patient had dislocated. The in-vivo length of patient service for the implant was less than one day. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the pathology department and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. The complaint states the patient had a dislocation. The patient was obese and due to patients obesity the doctor did not notice that one of the screws was not fixed properly. The liner did not locate into the proper position and caused the dislocation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.